Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As per engineering observation, a pinhole was observed on the proximal balloon taper area. The ultra delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed no gross abnormalities. Functional testing was performed, the balloon was inflated, and leakage was observed from a pinhole on the proximal taper section of the inflation balloon. Dimensional testing was unable to be performed due to the location of the pinhole (not on working length of balloon). During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The balloons are 100% visually and dimensionally inspected. After balloon final forming, the balloons are 100% inspected. During dimensional inspection, the shoulder-to-shoulder distances of the formed balloons are 100% dimensionally inspected. Delivery systems were 100% pressure decay leak tested to ensure that there were no holes or leaks in the inflation of the balloon. During final inspection, the delivery systems are 100% visually inspected by both manufacturing and quality. During product verification (pv) testing, the balloons are burst pressure tested to ensure that there within specification criteria. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review was performed and did not reveal any issues that may have contributed to the reported event. A review of the complaint history from march 2018 to february 2019 revealed other returned complaints for ¿balloon ¿ leakage¿ for the ultra delivery system (all models and sizes). A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend category. Ultra delivery system IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The procedural manual provides guidance on balloon rupture: if the delivery system balloon ruptures or leaks during deployment without thv embolization, do no use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ leakage¿ was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Since no issues were noted during device preparation (i.e. During de-airing) and the delivery system was leak tested prior to lot release, it is unlikely the balloon was damaged out of package. The inflation balloon puncture was observed during deployment of the valve, suggesting that the annular calcification may have punctured the inflation balloon as the balloon was expanding. The patient had moderate annular calcification which could have interacted with the balloon during deployment. In this case. Available information suggests that patient factors (annular calcification) may have contributed to the event. However, a definitive root cause is unable to be determined at this time. A product risk assessment (pra) was previously initiated per management discretion to investigate the balloon burst/leak issue and its associated risks, and further investigation is being performed on the ultra balloon lots. No labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during valve deployment of a 23mm sapien 3 valve in the aortic position, the ultra delivery system balloon was ¿punctured¿ at the end of valve deployment. The valve was successfully implanted with a good result. The puncture was proximal to the proximal shoulder of the balloon catheter. Hemodynamics, echo and angiographic imaging revealed no signs of aortic dissection/ perforation or aortic regurgitation. Withdrawal of the delivery system into the axela sheath was completed successfully. The patient is doing well with no required vascular intervention. The patient was stable and transferred for post management care. The delivery system is being returned for evaluation. The patient¿s native annulus was moderately calcified.